Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was placed in the cath lab and "the patient was nervous during the procedure and after a few minutes started moving the right leg where the intra-aortic balloon (iab) was inserted, this may have caused the kinking of the iab allowing the blood to flow into the inner lumen and into the tubing. As soon as they realized blood was coming back into the pump they disconnected the iab. The intra-aortic balloon pump (iabp) gave many alarms of helium leakage and kinked catheter." The medical doctor removed the intra-aortic balloon and the catheter was not replaced. The patient outcome is listed as "good". There was no reported patient death, injury or complications.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for analysis. The reported complaint of blood in helium pathway is confirmed. The actual root cause could not be determined but a puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint and there are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was placed in the cath lab and "the patient was nervous during the procedure and after a few minutes started moving the right leg where the intra-aortic balloon (iab) was inserted, this may have caused the kinking of the iab allowing the blood to flow into the inner lumen and into the tubing. As soon as they realized blood was coming back into the pump they disconnected the iab. The intra-aortic balloon pump (iabp) gave many alarms of helium leakage and kinked catheter." The medical doctor removed the intra-aortic balloon and the catheter was not replaced. The patient outcome is listed as "good". There was no reported patient death, injury or complications.